Manufacturer narrative:
Product type lead the returned device was subjected to a series of standard tests that included visual inspection and electrical testing. Analysis identified that the lead body/conductor had broken near the tines. The reported non-conformance was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdm, fdc code corrections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# v864270, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-oct-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during a normal battery replacement when conducting the impedance check, there were impedances on 3 out of the 4 electrodes. After trying numerous troubleshooting techniques (cleaning the lead, adjusting the amplitude, etc.), the physician determined that the lead needed to be replaced. During the removal of the original lead from the lead insertion site, the lead broke near the tines. The physician spent a significant amount of time trying to locate and remove the tined portion of the lead, however, their attempts were unsuccessful and the lead was left in the body. No further patient complications are anticipated or expected as a result of this event.